Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the orange pad printing of the tube extension was completely removed. The tube extension exterior of the instrument was black in color, but should normally be covered with an orange pad printing surface. Material was missing. Electrical continuity testing was performed and passed. Evidence not conclusive, but damage may have been due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.

Event description:
It was reported that prior to starting a da vinci surgical procedure, when a monopolar curved scissors instrument was removed from the sterile pack, the orange sleeve was missing. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.